Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator was exhibiting post-paced t-wave over-sensing. Programming changes were made. Patient status was unknown.

Event description:
Additional information received indicates the patient was stable following the programming changes.